Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's usb cable was frayed. The customer stated the pump was still able to be charged. There was no reported impact to the customer's blood glucose level. A replacement cable was sent to the customer.